Event description:
Patient stated the morning the pump began beeping with nothing on the display. Patient reported she removed the battery and the pump came up with quick bolus on the display; she did not press any buttons. Patient stated the pump also displayed 2 white lines. Patient reported it was like the pump was flickering. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.